Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2016 and suture was used. During the procedure, the needle snapped off and the surgeon was unable to locate the needle in surrounding area and through manual exploration of the wound. The situation was explained to the patient who was awake and under spinal anesthetic. The x-ray was performed and the needle was located in the wound. The wound was re-opened and needle was removed. It was also reported that, during incident, area was well irrigated to flush out the broken needle part. Additional information has been requested.